Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: the device was not returned for analysis. No medical records were received for review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Infected total hip arthroplasty. Left hip resection arthroplasty with insertion of cement spacer.

Event description:
Infected total hip arthroplasty. Left hip resection arthroplasty with insertion of cement spacer.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 502-03-58f, primary tritanium hemi cluster hole cup 58mm, lot code: mnayd3. Cat. No.: 6570-0-036, delta v-40 ceramic head 36/-5, lot code: 46262901. Cat. No.: 6720-0535, size 5 accolade ii 132 deg, lot code: 45881802. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.